Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump received insulin flow blocked alarm. The customer's blood glucose was 361 mg/dl at the time of incident. The caller reported that the insulin flow blocked alarm was resolved by a complete set change including the reservoir. The caller still performed troubleshooting. The insulin did exit during fill prime and the insulin flow blocked alarm did not recur during troubleshooting. The reservoir will be returned for analysis.